Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. The blood glucose level was not included in the report. Nothing further reported.